Event description:
It was reported that at the implant procedure when the patient was being extubated by anesthesia, the patient experienced bronchospasms. Per the health care provider the patient was bagged by hand for a period of time until the patient was able to breathe without assistance. The patient's normal breathing resumed (B)(6) 2013. The patient outcome was noted as resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8711, lot # n317565008, implanted on: (B)(6) 2012, explanted on: unknown. 8590-1 dacron pouch: lot # n318233, implanted: (B)(6) 2012, explanted: unknown. (B)(4).

Event description:
Additional information reported the implant procedure was completely successful and therapy is continuing. The patient was still hospitalized due to bronchospasms that were developed before coming out of anesthesia.